Event description:
It was reported during a pvi ablation procedure, after advancing the transeptal introducer and the cool path duo 7f catheter into the left atrium, the patient developed a pericardial effusion. A pericardiocentesis was performed and approximately 1.5 liters of blood was drained. The patient required a blood transfusion and continued to be unstable. A cardiothoracic surgeon then performed a thoracotomy and surgically repaired the perforation in the left atrium. The patient is reportedly recovering.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The cause for the reported effusion remains unknown. Date reports submitted to FDA by manufacturer: 12/20/2010. Date the initial reporter provided the information to the manufacturer: 11/24/2010.